Event description:
On (B) (6) 2006, two gore tag thoracic endoprostheses were implanted to treat a thoracic descending aortic aneurysm. On an unk date, the proximal type I endoleak was found. On (B) (6) 2010, another gore tag thoracic endoprosthesis was placed to address a proximal type I endoleak, the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
Method - device info for the implanted gore tag thoracic endoprosthesis was not available, therefore, a review of the mfg records could not be conducted. Result - as a review of the mfg records could not be conducted, no results could be obtained. Conclusion - the diameter of the aortic neck was 36 mm. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the aortic treatment range for a tg3420 device is 29-32mm. A type I endoleak may have been due to device under-sizing. These sizing measurements are critical to the performance of the endovascular repair. Strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size (table 20, IFU). Use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines (table 20) may result in potentially serious device-related events (e.g device infolding, excessive device compression, endoleak, wire fracture, migration). Additionally, the IFU states that endoleaks are a possible adverse event that may occur and require reintervention.